Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal markerband identified no damage which could have contributed to the pinhole leak. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material above the proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified first right posterolateral segment (rpl). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, there was no problem crossing the lesion, but while pressurizing from 2 atm to 3 atm, the pressure was released, so it was determined to be a rupture upon initial inflation at 3 atm for 10 seconds and the device was removed. When it was checked outside the body, a rupture was found on the proximal side of the blade. A new wolverine of the same size was then used, and the procedure continued. There was no problem crossing the lesion, and during the initial ballooning, it ruptured at 3 atm in exactly the same way. The device was removed and checked outside the body; the rupture was found at the same location. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified first right posterolateral segment (rpl). A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, there was no problem crossing the lesion, but while pressurizing from 2 atm to 3 atm, the pressure was released, so it was determined to be a rupture upon initial inflation at 3 atm for 10 seconds and the device was removed. When it was checked outside the body, a rupture was found on the proximal side of the blade. A new wolverine of the same size was then used, and the procedure continued. There was no problem crossing the lesion, and during the initial ballooning, it ruptured at 3 atm in exactly the same way. The device was removed and checked outside the body; the rupture was found at the same location. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.